Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing occurred. Ventricular nonsustained tachycardia episodes <=210 ms average v-cycle occurred on (B)(6) 2011 in the timeframe between 09:44:18 and 10:21:03. 1 - ventricular fibrillation episode of 200 ms occurred on (B)(6) 2011 09:50:33. Interference/noise was also noted. Ventricular short interval count v-sic=81 counts, in 0.78 day, between (B)(6) 2011 13:32:39 and (B)(6) 2011 08:20:19. Programmer data shows lead integrity alert triggered on (B)(6) 2011 00:54:06.

Event description:
It was reported that the right ventricular lead impedance was recorded as infinite and that the lead delivered inappropriate shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.